Event description:
The procedure took place approximately (B)(6) 2009. The cook representative first heard about this event in (B)(6) 2010. The manufacturer was aware of this event on (B)(6) 2010. The patient had right ureteral stricture from a surgery, radiation and chemo requiring long term ureteral stenting. It was thought the metallic stent would be a great solution for the maintaining patency of the right ureter long term. The doctor claims that the stent clogged and caused hydronephrosis. The patient came in septic and decision was made to change or remove the metalic stent. During the procedure, the doctor noticed a significant amount of pus coming out of right ureter/kidney after the metal stent was removed. The doctor stated that this was obvious of case of stent not functioning properly. Patient passed away few days from overwhelming sepsis.

Manufacturer narrative:
The device involved in the complaint was not returned for evaluation; therefore, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the information provided, a document based investigation was carried out. Due to a variety of conditions such as patient anatomy and progression of disease state, we cannot determine the cause of this complaint. It is recommended in the ifc (B)(4) that patients should be checked at regular intervals. Cook (B)(4) could not reproduce the actual conditions of device usage. The rpn and lot # of the device is unknown; therefore, it is not possible to review the manufacturing records or to conduct a sample test. We can provide the following information relating to this complaint: the information provided indicates that the patient did not have a terminal disease. He was suffering from right ureteral stricture from surgery, radiation and chemo requiring long term ureteral stenting. The doctor thought the metallic stent will be a great solution for the maintaining patency of the right ureter long term. The doctor claims that the stent clogged and caused hydronephrosis. The patient came in septic and decision was made to change or remove the metallic stent. During the procedure, the doctor noticed a significant amount of pus coming out of right ureter/kidney after the metal stent was removed. The doctor claims that this was an obvious case of stent not functioning properly. Patient passed away few days later from overwhelming sepsis. A 2 year complaints history has been reviewed for this product family. The likelihood of this type of occurrence is rare. However, customer quality assurance will continue to monitor complaints of this nature for potential emerging trends. No corrective action is warranted at this time; however, customer quality assurance will continue to monitor for complaint trends. A definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, cook (B)(4) could not reproduce the actual conditions of device usage.